Event description:
It was reported that the device has a faulty power supply, it has a burnt hole on it. There was no reported injury. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Baxter is awaiting the return of the device for a thorough analysis. Baxter will submit a final report with investigation conclusion on this incident.

Manufacturer narrative:
The power supply's associated with complaint was returned for investigation. Power supply was burned. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. To prevent injury from exposed wires and damaged housing, there are warnings in the dfu including: cords, cables, and accessories damaged from prior misuse can affect patient and operator safety. Inspect all cords, cables, and accessories for strain relief wear, fraying, or other damage according to the recommendations presented in the maintenance and service section of this manual. Replace as necessary. Inspect the ac cord for exposed copper before touching the cord. Unplug the ac cord only by pulling on the plug, never the cord. Never lift the monitor by the power cord or patient connections. Damage found to a device is readily detectable by visual inspection. A clinician would immediately recognise that the device was broken / damaged and would likely remove it from clinical service until the device is repaired or replaced. As it was noted by the customer that the power supply's was burned and investigation verified the reported problem, this could contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
It was reported that the device has a faulty power supply, it has a burnt hole on it. There was no reported injury. This report was filed in our complaint handling system as complaint #(B)(4).